Manufacturer narrative:
Block b3: date of event not provided. However, (B)(6), 2026 was selected as the estimated event date based on the bsc aware date. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: the product investigation result is not yet complete at the time of submission of this report. A supplemental report will be submitted once it is finalized in order to communicate the findings of the investigation.

Event description:
Note: this report pertains to one of two axios stent and electrocautery enhanced delivery systems used in the same patient. Refer to complaint (B)(4) and (B)(4) for the associated device information. It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery systems were intended to be implanted into the pancreas to treat walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on unknown date. During the procedure, upon attempting to deploy the first flange of the first axios in the target site, it did not open. Therefore, the physician removed the first stent and tried another one, and the second one did not work either due to the same issue. Reportedly, the physician is a very skilled endoscopist with extensive troubleshooting knowledge, and additional maneuvers attempted worked to deploy the stents. The procedure was ultimately cancelled due to the reported issue. There were no patient complications reported as a result of this event.